Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain and hip pain from surgery. It was reported the patient developed an infection three years ago. The pump was removed due to the infection. When the healthcare provider (hcp) removed the pump, he could not find the catheter. The catheter was gone. The patient had to take medication and waited a few weeks before a new pump and catheter were implanted. Once the new pump was implanted, the patient was fine. The patient was able to walk and work. The event date was noted to be in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.